Event description:
The customer stated that the drive support cap was protruding, and he pushed it back into place while he was connected. The customer stated he received unwanted insulin, and his blood glucose dropped to 46 mg/dl. The customer was able to treat by drink soda. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.